Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2:foreign: japan. The following sections have been updated: a1, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10. Based on the investigation, the 3-in-1 shaver 5.0mm was observed with striations on the inner sheath tip which is evidence of metal particulate generation. The risk of future occurrences has already been reduced by the design process updates implemented in rel1463 (particularly the material changes from 17-4 stainless steel to nitronic-60 stainless steel). It is recommended to disposition the complaint 3-in-1 shaver 5.0mm as scrap. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to interaction between the inner and outer tube tips. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that metal powder came out from the device during surgery. No foreign bodies were retained. There was no reported harm or injury to the patient. A non specific delay of approximately 15 minutes was reported for preparing a back up of the same device which was use to complete the procedure. No adverse event was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.